Event description:
During a drug eluting coronary stent procedure, the stent was damaged. The 90% stenosed lesion located in the proximal right coronary artery (rca) was predilated. After predilation, the physician attempted to deliver a 3.5x12mm taxus liberte drug eluting stent to the target lesion. The physician was unable to pass the lesion with the taxus liberte stent. After removing the system, struts of the stent "stick out". The physician was able to treat the lesion with a multi link stent. No patient complications were reported and the patient's condition was okay. This product is only ous approved but it is similar to a marked us device.